Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s father reported that the patient¿s blood glucose level increased to 22.5 mmol/l (405 mg/dl) while wearing the pod between 25 and 36 hours. It was stated that the patient slid down the stairs, and immediately following the fall, the patient¿s blood glucose levels began to rise. Upon inspection, the patient¿s father observed that the pod had lifted and fallen off the infusion site (hip/buttocks). As treatment, a new pod was applied.